Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a flap was difficult to open due to incomplete temporal side cut on a patient's left eye during a refractive procedure. During flap lift, the surgeon was able to open except along the incomplete cut area. During the treatment, there was liquid in the area that might have caused the incomplete side cut. This liquid did not appear prior to pressing the foot switch. A company representative was present on site and adjusted the z-offset after the treatment. The surgery was completed using another system with no further problems. No patient harm was reported. Upon follow up, incomplete flap cut was in the periphery without any impact on vision. It was noted to have healed within a few days as the epithelial cells recovered. The doctor reported that all patients that day had good vision and that everything looked fine. In regards to the flaps, it looked very fine and refraction looked promising.

Manufacturer narrative:
Correction information provided in recall (if recall number given). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A field service engineer was present and adjusted the z-offset after the treatment. The field service engineer was contacted in regards to whether the z-offset was nonconforming or adjusted as a preventative measure. However, there is no additional information to this date. The patient did not experience any harm and there was no delay of the surgery. Image review shows that the doctor was able to open the flap, but not along the side cut. A company representative assessed the system and did not indicate any issue with the system. The representative performed a preventative maintenance and the system met company¿s specifications. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).